Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date, approximately a month prior to calling adc customer service, he noticed ¿redness, itching and bleeding¿ at the insertion site. Customer noted having contact with a healthcare provider and was prescribed mupirocin ointment (an antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed in date of event is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed in device MFR date is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date, approximately a month prior to calling adc customer service, he noticed ¿redness, itching and bleeding¿ at the insertion site. Customer noted having contact with a healthcare provider and was prescribed mupirocin ointment (an antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.